Event description:
It was reported that during an unspecified procedure, a tip detachment occurred. The lesion was located in the distal marginal branch. The distal tip of the pt2 guide wire broke in the distal marginal branch and was unable to be retrieved. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "okay". Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.